Manufacturer narrative:
Manufacture site and manufacture date cannot be determined without a lot number. Cannot be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Note: subject device has not been positively identified as a synthes device.

Event description:
Attorney advised the pt fell sustaining a complex, comminuted intra-articular distal tibia and fibula fracture with mortise disruption. Pt was implanted with a locking compression plate and screws. Pt reportedly underwent treatments for debridement of the wounds and treatments for infection. Pt underwent a revision procedure and all hardware was removed.